Manufacturer narrative:
Beckman coulter hotline support assisted customer to troubleshoot over the phone. The customer found the fluidic tubing fitting to the level sense bead on reagent probe b was loose. Customer tightened the fitting and resolved the issue. (B)(4).

Event description:
The customer reported the unicel dxc 800 pro synchron system had reagent probe b leak. Customer reported the fluid was contained to the instrument. No exposure reported. Customer was wearing gloves, lab coat, and eye protection. No erroneous results generated.